Event description:
The customer complained that the inr result for 1 patient from a coaguchek xs meter serial number (B)(4) was high compared to an unknown laboratory method result. The result from the meter was 7.5 inr. Within 2 hours the result from the unknown laboratory method was 4.0 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's warfarin was not adjusted based on the meter results but was adjusted based on the laboratory result. The patient is not anemic, is not on heparin, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, on no new medications, no new illnesses, and no signs of bleeding or bruising. The customer mentioned that the patient's potassium level was increased so the patient was on a very strict diet. The customer stated that the patient's inr levels were elevated due to the diet changes. The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.